Event description:
It was reported that an applicator deployment occurred. The sensor was inserted into the arm on (B)(6) 2025. Product was provided for investigation. An external visual inspection was performed and failed. An applicator deployment was not found within the investigation window. The allegation was not confirmed. However, a broken sensor wire was found in connection to the reported allegation. The probable cause of the broken sensor wire could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Null b5: describe event or problem - correction d9: device available for evaluation-correction g3: date received by mfg-correction h2 type of follow up: correction h6 correction concomitant medical product-correction

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
B5: describe event or problem-correction. H2: type of follow up-correction.

Event description:
Subsequent to the initial MDR, a correction is required.